Event description:
The advocate called on behalf of a customer in (B)(6). She alleged that he received a blood glucose reading of 124 mg/dl using his contour system and a reading of 55 mg/dl using another system. On another occasion, the contour read 287 mg/dl, while the other system read 132 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. There is no evidence customer experienced an adverse event. The test strips were returned to the us for evaluation.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. All information was provided to the us by (B)(4), a bayer branch specialist for (B)(6).